Event description:
It was reported that a nursing facility administered 7 units of external insulin by injection while the patient remained connected to the ilet pump, after which the patient experienced a rapid decline in blood glucose to 43 mg/dl; the patient¿s caregiver directed staff to provide 16 grams of fast-acting oral glucose and monitored the event remotely, and communication difficulties with facility staff were noted. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention with medication. Investigation included communication with involved parties and analysis of information provided by the caregiver. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure, and no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.